Manufacturer narrative:
Investigation findings: the device was placed on a charge pad and was felt vibrating and heard beeping. However, no image was seen on the screen. The backlight would turn on when the captouch button was pressed, but no image was displayed. The device was disassembled and a reference display was substituted. No improvement was seen and the symptoms continued. Instead, the display would intermittently work when the connector on the mainboard was manipulated. It appears that a component on the mainboard is faulty and caused the screen image to not render.

Event description:
It was reported that an ilet pump¿s display was nonfunctional with a persistently black screen despite charging and restarting, consistent with a device display failure, and the user interface could not be viewed although haptic feedback was present. No symptoms reported. Outcomes included interruption of normal device use that required replacement of the pump. Investigation included a review of device history and case documentation with coordination to correct the serial number and arrange out-of-box replacement. Investigation of this case revealed a malfunction of the display/user interface rendering the screen unreadable while other functions appeared responsive. It was concluded that the device experienced a non-life-supporting device malfunction related to the display requiring replacement.